Event description:
Patient underwent radical retropubic prostatectomy. On post operative day #1, when the patient's jackson-pratt drain was attempted to be removed a portion of the drain broke. The patient underwent exploratory laparotomy for surgical removal of the remainder of the jackson-pratt drain.